Event description:
It was reported that the stem sat proud approximately 8mm above resection level of proximal femur. Tight distal end, however, broach seated well. Used smaller broaches to try and open up canal distally before insertion of definitive implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.